Event description:
At follow up, high threshold and lead dislodgement were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.